Manufacturer narrative:
The ufr was the only source of information for dräger's evaluation - the hospital did not involve the local dräger s&s organization into any follow-up measures and did not provide additional details upon a related request. Thus, there's only a general assessment of the reported observations possible. Black screen and stop of ventilation would indicate a complete shut-down which is most likely related to loss of energy supply. The device is equipped with an internal battery to cover mains power losses for a minimum of 30 minutes - a complete shut down can thus only occur when the internal battery became depleted, is worn or otherwise not available. In any case, a complete shut-down is always accompanied by a power-loss alarm which is announced by the buzzer of the power supply and which is buffered by an independent power source. Since the alarm system is part of the essential performance, the device is monitoring the function of the alarm system continuously and will post an "alarm system failure" message when e.g. Acoustical alarming is impaired. A malfunction of solely the display or the dedicated backlight will not necessarily trigger an alarm - this would explain the reported aspect of display turning black but not a stop of ventilation or complete shut-down. It can be excluded that the reported event occurred in single fault conditions - the device may have been put into operation with a depleted battery and a mains power loss for whatever reason may have occurred. Further conclusions can't be derived from the ufr; the device was manufactured in 07/2016 and is not under a service contract, status of repairs and preventive maintenance is not known to dräger. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device display suddenly went black during use and that the unit stopped working without alarming. As per report, the patient experienced a minor and temporary desaturation but was quickly connected to another device which prevented from the occurrence of health consequences.